Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a high hv lead impedance alert when the asymptomatic patient presented in clinic for a routine follow-up. A gradual rise in pacing lead impedance was also noted. No plans have been made and the patient will continued to be monitored.

Manufacturer narrative:
The reported field event of a high hv lead impedance alert was confirmed in the laboratory via device image. The device was tested on the bench and no anomalies were found.